Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 had multiple pumps turned off while administering critical drips. They are also not receiving pumps that are designed for critical drips. This is an issue because the ncd pumps do not audibly alarm so if a patient is receiving magnesium or pitocin this could cause patient harm. There was no patient harm reported.